Event description:
The patient stated that when the patient recharges the stim increases and it was too strong. The patient stated that they resolved that by turning stim off during recharging. The manufacturer asked the patient to get their programmer and offered to help turn stimulation down so they could comfortably charge but the patient did not and repeated the back was hurting. The patient had an appointment with their physician on (B)(6). The manufacturer encouraged the patient to work with their health care professional (hcp) to resolve their symptoms. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.